Event description:
It was reported that during an esophagectomy procedure, the device jammed while being fired on gastric tissue. It was unknown if the device delivered any staples or a cut line. The user was unable to retract the knife to open the device. The account contacted the sales rep to troubleshoot the issue and was still unable to open the device. While troubleshooting the device with the sales rep, the firing handle broke. The tissue was resected around the device to remove it and the procedure was completed with an interrupted technique to close the tissue. The user took more gastric tissue than normal, but there was no change in the post-operative care for the patient. There was no patient consequence reported. A green cartridge was being used without buttressing material. It was unknown which firing this occurred on. The device will be returned once released by risk management at the account.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.